Event description:
Event reported per annual device tracking report. Report indicated that a granuloma had developed around the catheter tip. The pt underwent spinal with a cage device. The catheter was repositioned and remains implanted. There are no more details available concerning the event. Followup wiht hcp indicates that the pt suffers from no sequelae. Pt is "getting along fine," and recently had pump refilled.